Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was no video due to a faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the past year. Although it was determined that the camera head having no image was likely caused by a faulty cable, a definitive root cause of the faulty cable could not be determined. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the 4k camera head had no display. The issue was identified when preparing the scope for use in a therapeutic laparoscope procedure. There was no delay and the procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.